Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 244-3020. There was no patient involvement.

Event description:
It was reported that the device displayed an error code 244-3020. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of 244.3020 was confirmed upon power up. On 10-oct-24, lvp was received unboxed and with paperwork. Faulty logic board installed on lvp confirmed after a test logic board was installed and no error occurred. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the logic board assembly. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 244-3020. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a0721 annex g: g02005 additional information: annex a: a1601 annex g: g0600101 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of 244.3020 was confirmed upon power up. On 10-oct-24, lvp was received unboxed and with paperwork. Faulty logic board installed on lvp confirmed after a test logic board was installed and no error occurred. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the logic board assembly. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.